Event description:
On (B)(6) 2009, pt reported she was changing her insulin cartridge and some pieces of the piston rod came out. She stated the cartridge was difficult to remove and she may have used some force to remove the cartridge. Pt reported it happened a couple of days ago. She stated she is out of cartridges and is reusing her cartridges. Advised not to reuse cartridges. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.